Event description:
It was reported that (1) cdh21 was used during a pyloraplasty procedure. It was reported by the rep that the surgeon was using cdh21 after firing and turning the knob. The device would not release through the anastomosis and it had to be opened. The anvil was removed and both taken out separately. The case was completed by hand suture. The pt is still in the hospital.